Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The pump was unable to verify for alarms , keypad buttons anomaly and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. To the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced unexpected restart, program alarm anomaly and signal too low alarm. The customer's blood glucose value was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was unable to clear the alarm. The customer mentioned a dark circle and empty reservoir. The product was returned for analysis.